Event description:
The patient experienced a loss of therapeutic effect and stimulation in the wrong location. He had good stimulation coverage up to this past sunday and then he felt no stimulation at all. The amplitude of the patient's device was set at 1.8 volts after implant. During reprogramming the patient's device amplitude was turned up to 9 volts and the patient did not feel anything while sitting down. When the patient stood up, he experienced cramping in muscles across the middle of his back/waistline area. When the patient was getting good stimulation coverage he felt it in his low back and legs area. All the lead impedance measurements were within normal range. The only stimulation he was receiving was a muscle cramp feeling on his left side. He was scheduled for an x-ray on the lead on (B)(6)2009.

Manufacturer narrative:
(B)(4)